Event description:
Healthcare professional reported a left side deflation and stated "at time of explant a milk white substance was noticed." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Other technical: white calcification observed outer the device. Additional observations: crease fold and wear abrasion observed on the device.

Manufacturer narrative:
Device evaluation: the device related to the reported event of no complaint against the device was received, catalog number mcghan. No additional observations are performed as the event is a no complaint against the device.

Event description:
Healthcare professional reported a left side deflation and stated "at time of explant a milk white substance was noticed." Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported a left side deflation and stated "at time of explant a milk white substance was noticed." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.